Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity the exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing test by the facility, the instrument channel of the subject device tested positive for unspecified bacteria. The information on the type and numbers of the bacteria were not provided to olympus. The subject device had been reprocessed using non-olympus automated endoscope reprocessor (soluscope 4) with peracetic acid. There was no report of patient infection associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus followed up with the user facility to obtain additional information and was informed that the number of the unspecified bacteria for which subject devise tested positive was more than 100cfu/100ml. The subject device has not been returned to omsc. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the subject devise tested positive for staphylococcus coagulase negative (1cfu/100ml) but the test result cleared (B)(4) guideline.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".